Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted -approximately 20 years ago. Manufacture date - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00912 / 00913).

Event description:
It was reported patient underwent a hip arthroplasty approximately 20 years ago. Subsequently, patient was revised on (B)(6) 2013, due to liner wear and stem loosening. The head, liner, and stem were removed and replaced with a biomet liner and competitor head and stem.